Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). A manufacturer's product support engineer (pse) reported the alarm was not resolved even after a circuit was replaced. The pse confirmed diagnostic error code 110b in event logs and determined a solenoid valve required replacement for correction. The pse successfully replaced the solenoid valves 3 and 4. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00210. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a customer reporting a check vent: proximal pressure sensor auto-zero failed alarm occurred on the v60 ventilator. The unit was in clinical use. There was no delay in the therapy due to this failure. The unit was replaced with the same model; no other medical intervention necessary. A manufacturer's product support engineer (pse) reported the alarm was not resolved even after a circuit was replaced. The pse confirmed diagnostic error code 110b in event logs and determined a solenoid valve required replacement for correction. The investigation is ongoing.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. Due to source system update. The removed solenoids, x-valve (number 3 and 4) were returned to the product investigation lab (pil) for analysis. The pil technician visually examined the components and verified there were no discernable visual issues. The pil technician installed the system solenoids into a pil v60 standard test bed (stb) for testing. The pil technician was able to generate diagnostic code 1109 for cbitmachpresssensoraz failed with ¿check vent: machine pressure sensor auto zero failed¿ alarm after 20 minutes of stb operation with suspect solenoids installed into it. The pil investigation concluded that the suspect solenoid number 3 installed in position 2 of gas delivery system (gds) was stuck in a de-energized position. The suspect solenoid 3 is faulty.